Event description:
It was reported that 2 bd 0.3 ml insulin syringe with bd ultra-fine¿ needles experienced crimped/bent cannulas. This product defect is unlikely to lead to death/serious injury and is therefore considered not reportable. This complaint can therefore be disregarded. The following information was provided by the initial reporter: fourth time from the same package that the syringe breaks. Consumer clarified: the needle is bending (not breaking).

Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that 2 bd 0.3 ml insulin syringe with bd ultra-fine¿ needles experienced crimped/bent cannulas. This product defect is unlikely to lead to death/serious injury and is therefore considered not reportable. This complaint can therefore be disregarded. The following information was provided by the initial reporter: fourth time from the same package that the syringe breaks. Consumer clarified: the needle is bending (not breaking). D.1. Medical device brand name: syringe 0.3ml 31ga 6mm halfunit 10bagsla. D.1. Common device name: syringe. D.2. Medical device manufacturer: bd medical - diabetes care. D.2. Medical device type: fmf. D.4. Medical device catalog #: 324916. D.4. Medical device lot #: 8337709. D.4. Medical device expiration date: 2023-12-31. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: bd medical - diabetes care. G.5. PMA/510(k)#: na. H.4. Device manufacture date: 2018-12-03.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check for breaks off during use due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe, breaks off during use) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review for breaks off during use due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: fourth time from the same package that the syringe breaks.